Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code-b30 and image noise. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error b30 and image noise occurred likely due to corrosion in the plug unit. The most probable cause of the malfunction scope communication error e327 and e322 was likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed an e327 and e322 error messages. The issue occurred during a therapeutic colonoscopy procedure while the patient was under sedation. The intended procedure was completed using back-up device. No patient harm was reported.